Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had expose to moisture. The customer¿s blood glucose level was 120mg/dl the time of the incident. Customer stated constant tone was occurred. Troubleshooting was done for moisture exposure. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected audio/beep anomaly noted during testing. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection.